Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device results were 6.3, 6.4 (retest 6.1 and 6.8), and 5.9 inr within six days range. The corresponding lab results reported were 3.8, 4.4, and 4.2 inr. No pt info was provided. The device was replaced and requested to be returned for eval.